Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Date received by manufacturer: bd was initially made aware of this complaint on (B)(6)2020. At that time, based on the information provided by the initial reporter, it was evaluated as a non-reportable incident. Additional information was later received on 2020-11-20 via the investigation that changed the reportability determination. Based on the additional information received, this complaint is now considered to be an MDR reportable incident. (B)(4). Investigation summary: one photo was provided to our quality team for investigation. Upon visual inspection, a particles was observed on the stopper of the syringe. Based on evaluations it was determined the particle is polypropylene and silicone from the assembly process. A device history review was performed for the reported lot 2005204, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Investigation conclusion: upon visual inspection of the picture received, it can be observed foreign matter inside the syringe. Root cause description: manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. The assembly station has a de-ionizer used to remove any polypropylene particles inside the barrel. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, the particle likely generated during the assembly process or due to movement of the product within the manufacturing equipment. Rationale: manufacturing personnel have been notified of this incident to increase awareness of this matter. Quality project (B)(4) is opened for reduce foreign matter defects in hypo product. Complaints received for this device and defect will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that foreign matter was found on the bd plastipak¿ luer-lok¿ syringe stopper. The following information was provided by the initial reporter, translated from (B)(6) to english: "I received 2 syringes back from our preparations department. 1 syringe (30 ml. Syringe) has contamination on the pestle 2005204, exp: 30-4-2025). 1 syringe (1 ml) has bubbles in the plastic, making the solution appear to contain bubbles (1811700, exp 10-2023)." From investigation: upon visual inspection, a particles was observed on the stopper of the syringe. Based on evaluations it was determined the particle is polypropylene and silicone from the assembly process.